Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died, approximately one day post single chamber implantable pulse generator (ipg) system implant. Additional information related to the cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient passed away linked to cardiogenic shock and the physician does not believe it was related to the ipg system and there were no malfunctions with the system.